Event description:
Report received indicated that stent fell off the balloon before it was used in the patient. No other information was available regarding event or procedure. This product will be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.